Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, rectocele, enterocele, and interstitial cystitis and mesh was implanted along with the concurrent procedures of rectocele/enterocele repair and cystoscopy with hydrodistention.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06165. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that following insertion, the patient experienced pain, infection, urinary/bowel problems, fecal incontinence, recurrence, bleeding, hematuria, discharge and odor.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06165. The same patient is represented in each medwatch.